Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: operative notes from the primary surgery were reviewed and did not indicate any pt complications. The revision notes mentioned that the stem was removed with minimal difficulty. (B)(6) in the revision surgery did not confirm the presence of bacteria; however, there was an increased white blood cell count potentially indicating infection. The revision notes mentioned a crack in the proximal femur but it is unk if the crack was present prior to revision surgery. X-rays of the implanted stem post-op were not provided for review. The mfg lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Evaluation: the mfg records were reviewed and found to be conforming indicating that the device was mfg, inspected, and packaged to specification. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain and infection. This was a 2 step revision with permanent implants being implanted on (B)(6) 2011.